Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings:.during investigation, the battery compartment was cracked at left side of grip. The battery cap is able to fully tighten. A review of the basal total daily dose from (B)(6)2019 to (B)(6)2019 confirmed the pump was delivering the programmed basal rate. The pump passed all required testing for delivery accuracy testing. The black box and alarm history show no evidence of delivery malfunctions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 310 mg/dl with drowsiness associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, the reporter stated that they thought the pump was not delivery accurately, but the pump was not available at the time of the call. Customer technical support (cts) was unable to determine what the issues were with the pump. Troubleshooting could not be completed at the time of the complaint. Cts made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient had hyperglycemia due to issues with the pump. The pump could not be ruled out as a contributing factor.